Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under fusion of zosyn. The volume to be infused was zosyn 3.375gm in d5w 100ml to infuse at 25ml/hr; however, only 71.8ml zosyn had infused over three (3) hours. This was a routine order and programmed via interoperability. There was patient involvement, but no harm.

Event description:
It was reported there was an under fusion of zosyn. The volume to be infused was zosyn 3.375gm in d5w 100ml to infuse at 25ml/hr; however, only 71.8ml zosyn had infused over three (3) hours. This was a routine order and programmed via interoperability. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)#. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of zosyn was not confirmed through a review of the logs or reproduced during laboratory testing. Laboratory test results performed on the suspect pump module confirmed the device to be within specification (+/- 5%) for rate accuracy. Rate accuracy calibration can also be performed using alaris system maintenance to recenter the calibration parameters of this device if nominal values are desired. The logs identified that on (B)(6) 2024 at 5:58 am, a remote IV infusion message was received for drug ID: 857: piperacillin/tazo (zosyn), drug amount: 3.375g, diluent vol: 100ml, dose: 3.375grams, concentration: 0.0337g/ml, duration: 14400 seconds (4 hours), rate of 25ml/hr and a volume to be infused (vtbi) of 100ml. Primary volume infused (pvi) was recorded as 601.102ml. At 5:59 am, the user started the infusion. Between 6:06 am and 6:09 am, the user paused and then restarted the infusion 2 (two) times. At 8:52 am, the device alarmed for air in line. At 8:54 am, the user channeled off the unit. Pvi was recorded as 672.937ml. The review of the suspect pump module and concomitant point of care unit (pcu) error logs showed no errors or malfunctions on the incident date that would result in the reported event. Internal and external inspection of the suspect pump module did not identify any irregularities. Inspection and testing of the incident primary administration set observed no issues. It is not possible to determine what the actual volume is within an intravenous container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: device opened for investigation. Please re-torque all screws. No parts need to be replaced. No incidentals found. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an under infusion of zosyn was not identified during the investigation. Review of the device logs and laboratory testing were performed, and it was observed that the device was operating as intended with the amount infused over the reported 3 hours within specification. There were no obvious programming errors or functional issues found to be attributing to the reported incident.